Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient¿s doctor was unable to help them. The doctor believed that if a patient had a pump, then they had no need for any other pain medication. The patient claims this is not what she was told before electing to implant the pump and begin therapy. The pain had not been resolved. The patient was not happy or satisfied with their pain pump, they had it implanted in 2013 and wished they had never had it done. Patient stated that they have been told by 8 doctors that they will not fill another doctor¿s pain pump for fear of a lawsuit if something goes wrong.

Manufacturer narrative:
The relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer (con) and a manufacturer's representative (rep) regarding a patient receiving a dose of 4.739mg/day at a concentration of 25mg/ml of morphine via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that the patient had to get off her oral medications at the end of (B)(6) 2016. Con states that she used to take 1-1.5 tablets of 10/325 oxycodone/acetaminophen just to get through the day. Patient has pre-existing spasticity and takes tizanibine (zanaflex) 4mg 3x/day. Patient's pre-existing pain returned after going off oral medication at the end of (B)(6) 2016 and is in severe pain. The patient's healthcare professional (hcp) had a hard time finding the catheter access port (cap) due to a lot of scar tissue. While trying to aspirate the cap the hcp pushed on the patient's stomach and she felt like she was going to throw up. When the hcp finally got into the cap a catheter dye study was attempted but he couldn't aspirate as it was totally occluded on (B)(6) 2016. The hcp wants to replace the catheter and would need to wean the patient of medication first. Patient denies wanting to proceed with replacement or possible catheter revision as she was about to relocate. Con reports that her refills have been spot on. Patient cannot get a magnetic resonance image (MRI) done because she has a stimulator, bone stimulator, and titanium screws and cage, so she is prohibited from having a MRI. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.